Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas screen was cracked, rendering most of the display unreadable, while the device continued to deliver insulin. Symptoms included hypoglycemia with a reported low blood glucose of 62 mg/dl and several hours outside the 70¿180 mg/dl range. Outcomes included self-management with oral glucose in the form of juice and glucose tablets, no ketone testing, no professional medical intervention, and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included remote support, shipment of a replacement device while awaiting return of the original, guidance to sync data and power down prior to return, and multiple follow-up attempts with documented return tracking. Investigation of this case revealed a damaged user interface component consistent with a cracked display while core insulin delivery functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display from an undetermined external force. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.